Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image did not appear was confirmed which was due to damaged connector and resulted in error e315 (electrical continuity error) displaying. The additional evaluation findings are as follows: faulty switch 2 due to faulty charged coupled device, water leak test from rear cover failed. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. No repair history was confirmed in the past year. Based on the device evaluation results, the cause of the reported no image issue which attributed to a e315 communication failure was due to a defective connector. The cause of the defective connector unit, however, is unknown. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head was inspected prior to use and the image did not appear. The issue was found during preparation for use, and the therapeutic procedure (cystoscopy) was completed with a similar device despite a 2-minute delay in the procedure. There were no reports of patient harm.